Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that lubricant which was used for assembling process of insertion section got out of the leaking point. The following are presumed as causes of the leak but not determined: improper passage of endo therapy accessories such as: while passing the accessories, the cup of the biopsy forceps was being opened or needles were unsheathed. Forcibly passed accessories while the bending section was angulated. The biopsy channel got kinked by kink of the insertion section. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) says the user to perform a leakage test after each procedure and not to use a leaking device as below: ¿1.4 precautions: warning. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ IFU (operation manual) details handling of endo therapy accessories to prevent the biopsy channel breaking at ¿4.3 using endo therapy accessories: warning, caution¿. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope had a black liquid coming out of the biopsy valve channel at the distal tip of the device during preparation for a diagnostic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the instrument channel was leaking. Additionally, the labeling was peeling and had deep scratches noted. The plastic cover also had deep dents and scratches on it. The objective lens was cracked and appeared to have worn glue still on it. Likewise, the light guide lens' glue was also worn down and had fluid noted inside. The distal end adhesive was cracked, the bending section was wet, the insertion tube had excessive buckles, and the control body was wet. Angulation was low, the control knob was in the 'play' position, and the light guide tube had inflated buckles. Overall, the returned device appeared extremely worn. If additional information becomes available following device evaluation, a supplemental report will be filed.